Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not alarm as expected when a blockage occurred. Customer's blood glucose (bg) was 565 mg/dl and as a result the customer fainted and hit their head. A manual injection was administered and the pump supplies were changed to address elevated bg. Customer's parents assisted in giving the customer water and picking them up. Reportedly, customer continued to use the pump for insulin therapy.